Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Report 2 of 6: same failure, same product ID, different procedures. Other mfg report numbers: 2523190-2016-00146, 2523190-2016-00148, 2523190-2016-00149, 2523190-2016-00150, 2523190-2016-00151. It was reported that during a visceral procedure, the welding of the tube broke. The device was in contact with the patient however, no patient injury. The event lead to one hour surgical delay which is considered a significant increase in relation to surgery time. The procedure was completed with a replacement device. Additional information received on september 22, 2016: healthcare facility - (B)(6).

Manufacturer narrative:
Integra has completed their internal investigation on october 19, 2016. The investigation included: methods: evaluation of actual device, review of device history records, review of complaints history. Results: evaluation of returned device; cev649-5n is a dismountable laparoscopic tube which is intended to be assembled with a dismountable laparoscopic insert and a dismountable laparoscopic handle prior surgery to obtain a laparoscopic forceps. A screw located at the proximal end of the assembled laparoscopic forceps is available on part number cev649-5n to block the rotation of the tube / insert on the handle. In the event reported, the blocking thread was broken during use. Even with the broken thread, if not dissembled, the assembled forceps can still operate during surgery similarly as other laparoscopic dismountable forceps with no rotation block. There are no risks of fragments as the breakage is located at the proximal end out of the patient and the forceps remains assembled. DHR review; no nonconformity for this lot. Complaints history; no complaint for this lot. Conclusion: although such breakages likely happen because of an excessive constraint applied on the tube during use, the investigation of past returned samples had highlighted a potential weakness of the laser weld after repetitive uses. As a consequence, an immediate design change was initiated for new batches by adding metal supply to the laser weld from february 19th 2016.